Event description:
We had a patient who had an axillary temperature of 99.5 with a heart rate of 181. Due to this the resident placed an order for a piv and bolus. Before doing the particle image velocimetry, I rechecked the temperature rectally and it was 102.7. Obviously, this is a big concern because the patient almost got an invasive procedure due to an inaccurate temperature reading.